Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. 1 - patient alert for lead failure predictor on (B)(6) 2011 04:17:38. 15 - ventricular nst (non-sustained tachycardia) <=190 ms average v-cycle on (B)(6) 2011 in the timeframe between 14:01:57 and 22:27:56. Ventricular short interval count v-sic=9.5 counts avg/day, in (B)(6), between (B)(6) 2011 05:56:29 and (B)(6) 2011 22:31:17. Daily pace impedance trend data show varying impedance for ventricular pace bi impedance= 380 to 893 ohms range between (B)(6) 2011 and (B)(6) 2011.

Event description:
It was reported that the lead integrity alert (lia) triggered due to variable impedance and oversensing on the right ventricular (rv) lead. It was later discovered that the connector pin on the rv lead was not effectively inserted into the device. The connector pin was re-inserted into the device, and both the device and lead remain in use. No patient complications have been reported as a result of this event.